Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The customer reported accidentally splashing binaxnow covid-19 reagent in their eye and washing it off with water. No additional patient information, including treatment and outcome, was provided. According to the package insert in195000 v1.0: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Although the volume is too low to likely cause serious adverse events, due to the ingredients of the reagent and the sensitive nature of the eye, there is moderate risk of serious injury to the eye. Therefore, the incident shall be considered reportable.